Event description:
Boston scientific received information that when implant this right ventricular lead high thresholds were noted when first positioning the lead. The physician attempted to reposition the lead but it was not possible as it appeared that the lead was stuck. After several attempts and added force a portion of this right ventricular lead was extracted while the other portion was cut. It was noted that the helix of this lead was retracted and stretched. Subsequently, during the implant of a new lead it was noted that this patient had pericardia fluid. The fluid was drained and the new lead remained implanted. It was suspected the pericardial fluid was the result of the extraction of this right ventricular lead. A portion of this lead will be returned.

Manufacturer narrative:
Upon return and analysis this investigation will be updated.